Event description:
Information was received from user facility via manufacturing representative regarding a product identified during post op. It was r reported that drivers were broken post operatively. No patient involved in this event. No further complications were reported/anticipated due to this event.

Manufacturer narrative:
H3: product analysis #294961452:nav6550005 lot# ca17e010 visual and optical examination identified that the tip of the instrument has been broken/sheared off. This is consistent with overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.